Event description:
The biomedical engineer reported that the multigas unit was not reading end tidal co2 during a patient case. The device was giving a line block error and that the wave for c02 was flat. The clinician removed the device and replaced it with another one to finish the case, no harm to the patient was reported. The bme is returning the device to nihon kohden for inspection.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) was used in conjunction with the multigas unit: bedside monitor: model #: mu-651ra, serial #: (B)(4), device manufacturer data: 07/11/2013, unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not reading end tidal co2 during a patient case. The device was also giving a "line block error" message and the waveform for c02 was flat. No patient harm was reported. Investigation summary: the customer was provided with an exchanged device and sent the reported device in for evaluation. During the evaluation, nihon kohden repair center (nk rc) was able to duplicate the reported issue and determined the issue was due to a failed gas module. Nk rc replaced the malfunctioning parts to resolve the issue. The device then passed all post repair testing and inspection, meeting specifications in all areas. The device was then dispositioned to stock inventory. Nk was able to confirm the reported issue and determined that the root cause was due to the failed gas module and damaged components. Damage to the device or its components can occur due to physical damage from droppage or an impact to the device, which can lead to internal component damage. Physical damage can also occur during transit or shipping, excessive handling/mishandling, wear and tear, moisture ingress, fluid spill, or mechanical stress to components, during normal use of the device. The device and its internal components are not waterproof or shockproof. Proper handling, storage and device maintenance should be observed per the applicable operator's manual (0614- 905501e). In cases where device or components become damaged, the performance of the device and components is not guaranteed. A definitive root cause of the issue was not determined, as damage issues are user dependent. However, it is likely the damage was due to wear and tear as the device was first delivered to the customer on 11/25/2020, and components are expected to fail over time. During review of device history and trending, this was found to be an isolated incident and no further action is needed. Trending will continue to be monitored for these devices, incidents, issues, and causes. Attempt # 1: 11/27/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 11/29/2021 an email reply was received from the customer via microsoft outlook for patient information, stating they did not have the requested patient demographic information. The customer did however, provide the concomitant medical device information. Additional model information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor: model #: mu-651ra. Serial #: (B)(6). Device manufacturer data: 07/11/2013. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the multigas unit was not reading end tidal co2 during a patient case. The device was also giving a "line block error" message and the waveform for c02 was flat. No patient harm was reported.